Event description:
It was reported by the rep the device was used during a femoral popliteal bypass. It was reported that the mcm20 functioned properly for most of the clips in the cartridge but the last clip formed improperly. There was no consequence to the pt.